Event description:
It was reported to a zoll distributor that during a pt event, the autopulse device stopped compressions after about 15 minutes of use with battery (s/n (B)(4)) without notice. Battery s/n (B)(4) was then inserted into the device and it too stopped compressions after 13 minutes of use without notice. There was an attempt to cycle power on the device; however, the same results were achieved. Add'l info was received whereby it was reported when batteries came out of the charger the led for both batteries exhibited a green light indicating a full charge. The batteries were charged within two days before placing into active operation. Manual CPR was initiated. No outcome of the pt could be provided.

Manufacturer narrative:
The nimh battery (s/n (B)(4)) was returned to the distribution and archive data was collected. Battery test data indicated that the battery remaining capacity was within sepc however, the battery wattage was out of spec. Note: autopulse platform s/n (B)(4), MFR report # 3003793491-2013-00552. Nimh battery s/n (B)(4), MFR report # 3003793491-2013-00553. Nimh battery s/n (B)(4). MFR report # 3003793491-2013-00554.